Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported a lightheaded patient sent in a remote transmission that showed device exhibiting non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. Programming changes were made. There were no further issues after changes.